Event description:
It was reported that balloon ruptured occurred. The stenosed target lesion was located in the moderately tortuous descending aorta. A 9.0mm x 20mm x 80cm sterling balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres for few seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient injury reported and the patient condition was good.